Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Cover, wheel, ethernet connector, battery charger 1, battery pack, have not been received by the manufacturer for evaluation following multiple attempts. A medtronic representative went to the site to test the equipment part of planned maintenance (pm). Imaging system failed system, electrical and mechanical inspection. The medtronic representative found skin on buttons cracked, pins 9-10 measure 36vdc, and drive wheels black. Customer upgraded to non marking grey wheels. Lift and shift cylinders leaking fluid. Motion batteries and batteries tray 2 replaced. He then came back and found a failed mechanical test. Hydraulic cylinders leak. Charger board 1 high voltage. 36vdc at pins 9-10. Pendant has cracked skin on multiple buttons. Inner covers on gantry cracked. Drive wheels were black marking style. Mobile view station (mvs) ethernet pigtail cracked. He then replaced hydraulic cylinders, inner gantry covers, charger board 1, 6 batteries in tray 2, pendant and mvs ethernet connector. Upgraded drive wheels to grey non marking. The imaging system then passed the system checkout and was found to be fully functional. Issues resolved with parts replacement. The control pendant was returned to the manufacturer for analysis. Investigation confirmed reported problem "buttons have broken skin." Pendant overlay is cracked in many places and peeled in others due to use. Found physical damage failure mode; cracked overlay was the root cause. The hardware investigation of the lift cylinder confirmed reported problem "leaking oil." Leaks are evident when the wheels are pulled from the housing. Found mechanical failure mode; malfunction-mating part fit was the failure mechanism. This event was identified during a retrospective review as discussed with the FDA (B)(6)district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during planned maintenance (pm) there were cosmetic cover damages discovered. There was no patient present when this issue was identified.